Event description:
It was reported that the customer experienced difficulty charging the pump due to the usb port being damaged. Customer's blood glucose ranged from 126-127 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.